Event description:
Initial reporter indicated that their handheld computer with 7.1 programming software was "hung up" on the interrogate device screen. A soft reset was performed and the handheld computer was no longer "hung up". The site will not be returning the 7.1 software for product analysis as the issue was resolved.